Event description:
It was reported that an ilet user recently switched from fiasp to insulin lispro u-100 and experienced one episode of hyperglycemia up to 315 mg/dl for approximately two hours with device alerts, and one brief hypoglycemia to 68 mg/dl corrected with oral glucose; the device reportedly delivered insulin as expected and trends were consistent with prior pump use. Symptoms included transient high and low blood glucose with associated device alarms. Outcomes included no medical intervention, no assistance, no ketone testing, and no hospitalization. Investigation included review of device-reported insulin delivery and trend data as part of troubleshooting and education. Investigation of this case revealed no device malfunction was identified and insulin delivery appeared appropriate, with glucose fluctuations plausibly related to routine postprandial variability and a brief mild low of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear for both the hypoglycemia and hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.